Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 338.6 mcg/day) and bupivacaine (unknown concentration at 2.955 mg/day) via an implantable infusion pump. It was reported that "sometime in (B)(6) 2020" the patient was lifting a weight and strained and he felt the anchor tear loose on his pump. It was now "completely rolled over" and he had to turn and manipulate the pump to get a bolus. He was scheduled for a revision but because of the covid-19 pandemic it has been rescheduled several times. No patient symptoms were reported. No further complications were reported.